Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17568. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the extensions had coiled around the ipg. In turn, surgical intervention was undertaken wherein the extensions were explanted and replaced. Post-operatively, stimulation therapy was restored.